Manufacturer narrative:
(B)(4).

Event description:
A decrease in pain control was reported. A catheter dye study was attempted, unable to aspirate catheter. A catheter surgical revision was done. Intraoperatively, the doctor was unable to flush the catheter. Catheter was disconnected at spinal segment with "good" cerebral spinal fluid flow. The catheter was disconnected from the pump, was able to flush "intermittently," "most attempts could not flush proximal catheter." Patient status at the time of this report noted as alive, no injury, no adverse event. The device system was used to infuse dilaudid, fentanyl and bupivacaine. No further information reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8711 serial# (B)(4), implanted: 2009 (B)(6). Catheter: model 8596sc serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6). (B)(4). Final analysis of the catheter revealed the sutureless connector to be occluded. It is believed the connector was not centered correctly when connected and that this offset facilitated coring and over time this coring slowly caused an occlusion. Leaking was also noted coming from the top of the connector during pressure testing, leaking possibly a product of the coring.